Event description:
Additional information was received. It was reported that the cause of the event was unknown. It was stated that the patient had a replacement surgery, on (B)(6), for the stimulator and lead. The symptoms associated with this event were notated as "loss of effectiveness." It was reported that the patient recovered without sequela.

Event description:
Additional information was reported that the patient's lead was replaced due to high impedance. The old lead had bad impedance (>4000) on a lot of electrode pairings. The patient's outcome was 'device is working great.' Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v807714, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel any stimulation on any program, and that the device had "turned itself off" a few days prior to this report. It was noted that the patient had a reprogramming appointment on (B)(6) 2012, and was told that she had "one bad electrode." On the day of the report, the patient reportedly experienced a "sudden, sharp, jolting" pain in her left sacroiliac (si) joint and in her abdomen on the left side which caused her to "barely walk." It was stated that the patient then turned the device off and was "98% pain-free." It was noted that the patient did not have any falls or trauma related to the event, but had colon surgery in the spring which caused her to be less active until july. A few days later, it was reported that the patient was not getting stimulation on programs 1 and 2. It was noted that the patient experienced pain in her left si joint while on program 3, and felt "faint" stimulation while on program 4; the "faint stimulation" was reportedly "more anterior" than it had been, but "did not work very well to control symptoms." An x-ray was taken last week and determined that the lead was "in place." The next day, it was reported that the patient felt "nothing" and did not have any symptom relief following the reprogramming session. It was stated that the patient continued to have si joint pain "since the last reprogramming," and the "problems" started "5-6 weeks" prior to this report. It was unclear if a second reprogramming session had been scheduled; the manufacture representative reported that a session was set up while the patient stated it was not scheduled. It was later reported that the device was not working. Program 4 reportedly could not be used "all the time," and it stopped working. It was noted that program 4 "hurt her si joint," and the patient had been experiencing urinary retention and fecal incontinence. An appointment was scheduled on (B)(6) 2012.